Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient receiving prialt (20 mcg/ml (diluted down from 100 mcg/ml) at a dose of 6.7 mcg/day) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. It was reported that there were multiple motor stalls starting on (B)(6) 2016. The patient had not recently had magnetic resonance imaging (MRI) performed and the patient was not around any motors or magnets. It was unknown whether the stalls were related to the drug. No symptoms were reported. The pump was going to be replaced on (B)(6) 2016 with an operating room time of 12:30 pm. The rep later reported on (B)(6) 2016 that the pump was replaced and was thrown out and not available for return. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.